Manufacturer narrative:
The investigation is currently in progress. It was reported that the frame moved during the case and the system has been accurate since.

Event description:
A medtronic rep reported that a surgeon alleged the steatlhstation treon treatment guidance system to be inaccurate while using with the o-arm. The surgeon did not quantify the measurement of the inaccuracy. The surgeon discontinued use of the o-arm and completed the procedure using a c-arm. There was no impact on the pt outcome.